Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced stress and urge incontinence with large volume leakage. On (B)(6) 2016, the patient was prescribed vesicare 5mg "qd". The event was considered not recovered/not resolved. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2016-00033.

Event description:
Additional information received indicated that the vesicare "worked great" and a prescription was given. The urge incontinence was considered resolved/recovered with no sequelae on (B)(6) 2016. There were no further patient complications reported in relation to this event.